Event description:
One of the superior screws in a zero-p plate implanted at c5-c6 was noted as backing out. Pt was returned to the operating room for removal of the loose screw and posterior fixation.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected explant date from (B)(6) 2011.

Event description:
This report is for a screw. This is 1 of 1 report for complaint #(B)(4).